Manufacturer narrative:
(B)(4). The device history records and sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before the voluntary recall of this device in (B)(4) 2000. The lens underwent a modified (buffered tumbling) process during its MFR. For those lenses there have been isolated reports of a biofilm developing. Internal control number: (B)(4).

Event description:
A surgeon has reported that a memory lens u940a iol implanted in the right eye of a female pt on (B)(6) 1999 has since opacified, with minimal haze on iol at (B)(6) 2004 office visit. One day post-op status after implantation reported as corneal haze and striae. Clear at 3 weeks. Visual acuity reported as 20/40, os at (B)(6) 2004 visit. Prognosis unk, with no current plans to explant or exchange. Pt is doing okay at this time. No further info is available at the time of this report.